Event description:
Boston scientific received information that the patient implanted with this right ventricular lead had an infection. The physician removed the pacemaker and lead from the pocket, implanted a new lead and used the same device as a temporary pacer since the patient was pacemaker-dependent. After the infection is treated with antibiotics, the patient will get a new pacemaker system. No additional adverse patient issues were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.